Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: enclosure slight crack top left, mount area cracked near screw bosses, foot missing and rattling noise inside the unit. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, it was confirmed that the internal battery was not charging. The following was confirmed: internal battery needs to be replaced, (cosmetic) missing feet need to be replaced, removed screws and realigned the enclosure and parts falling apart and rattling inside the unit. The customer does not want any repairs done to the unit and will be returned unrepaired. The inlet air path assembly and removable air path foam were replaced per remediation.   The device did not pass testing or could not be tested.